Event description:
The user facility reported that a blood leak occurred shortly after the initiation of dialysis treatment. On follow-up communication, it was reported that the clinic has experienced this type of dialyzer fiber leakage approx 5 times over an unspecified length of time. Two dialyzer lot numbers may have been involved. Event specific information was not available. In each case, the units were reported to have been primed with saline before treatment began without any signs of leakage. The dialyzer was changed out each time that a leak occurred and the blood was not returned to the patient. The estimated blood loss was reported to be approx 200-cc. There were no reported patient complications. The involved dialyzers were discarded.